Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occlusion was confirmed and the damage appeared to be associated with the catheter assembly process. One 4.2fr s/l broviac catheter was returned for investigation. The catheter extended 7.3cm from the distal end of the cuff, which indicates that the catheter may have been prepped for use, but it appeared that the catheter had not been placed in a patient. The fibers of the cuff were clean and the printing was present on the clamping oversleeve. The clamp was not attached to the returned device. A functional test revealed that the lumen was intermittently patent to infusion. Patency appeared to be dependent on the position of the luer adaptor. When the luer adaptor was tilted to one side, the lumen could not be flushed. With the luer adaptor in line with the catheter axis, the lumen was patent to infusion. The clamping sleeve was cut open and removed, which revealed folds in the intermediate tubing that coincided with the distal tip of the luer adaptor stem. The folds may have been created if excess tubing was advanced over the luer adaptor stem. The complaint sample was forwarded to the manufacturing facility for further review. Evaluation at manufacturing facility on 10/31/2017: photos of received complaint were evaluated to complete the investigation. In the first photo no visible defect is observed at simple eyesight inspection. In the additional photos provided in the complaint record it is observed that the sleeve was removed during complaint evaluation activities, revealing a folded catheter segment. It could not be determined if the folds are a result of the removal of the crimp collar during sample evaluation activities or if it was caused during assembly operations. Functional testing evaluation documentation states that a syringe was attached to the luer adaptor and water was flushed through the catheter, revealing that the lumen was intermittently patent to infusion. Patency appeared to be dependent on the position of the luer adaptor. When the luer adaptor was tilted to one side, the lumen could not be flushed. With the luer adaptor in line with the catheter axis, the lumen was patent to infusion. Based on this functional evaluation and the photos taken with the sleeve removed, it can be inferred that during assembly the catheter somehow could have been twisted limiting the patency (the relative absence of blockage). When the luer adaptor is ¿tilted¿ to one side, as described in the functional evaluation, it would force the catheter to return to its unblocked position, thus allowing the flow or infusion. Based on the information provided in the complaint report, and the evaluation of the photos provided, the complaint is confirmed for the reported condition. Based on the condition observed it is determined that condition¿s root cause was manufacturing related. A lot history review (lhr) of huaw0267 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter wouldn¿t flush during the procedure. No other information was provided. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huaw0267 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter wouldn¿t flush during the procedure. No other information was provided. No patient injury was reported.